Manufacturer narrative:
H3. Device evaluation: customer report of pvl could not be confirmed through visual observations. X-ray demonstrated wireform intact. All three leaflets were thickened and swollen near the commissures. Fibrin-like thrombotic material was observed on the inflow aspect of the leaflets. The fibrin-like thrombotic material fused leaflets 1 and 2 by approximately 3mm at commissure 2. Multiple sutures remained attached to the sewing ring around the valve. H10. Additional manufacturer narrative: customer report of pvl cannot be confirmed through visual observations. The cause of the event cannot be determined at this time.

Manufacturer narrative:
Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on oral anticoagulant to treat thrombosis. If the patient requires surgical/percutaneous intervention to treat thrombosis, the event. The cause of the event was likely due to patient factors/conditions.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve device and additional information is in process. If additional information is received a supplemental MDR will be submitted. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus or improper seating. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a pericardial aortic valve, implanted for unknown period was explanted due to paravalvular leak. The severity of the paravalvular leak is unknown. The device was originally implanted for aortic valve replacement. The device was explanted and replaced with a non-edwards device with no adverse patient events reported. The patient status was reported as under treatment. There was no allegation of device malfunction.